Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 250 mg/dl. The customer states that the insulin pump was exposed to fluid. Troubleshooting was provided for the blank display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.